Manufacturer narrative:
Despite efforts, no additional information was available. It is suspected the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device remains in service. A request was made to learn what, if any, intervention was performed to resolve the patient's illness. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) system had been feeling poorly. In (B)(6) 2017 the patient was hospitalized with fever and malaise. Then in (B)(6) 2017 the patient was hospitalized again for fever and pain. It was noted the area over the implanted device exhibited edema and was painful. No changes were made to the device, and the cause for the patient's symptoms was not reported.